Event description:
Device report from synthese reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, revision surgery via open reduction internal fixation was performed due to a fracture that occurred. During the revision surgery, the guide pin cut through the bone head when the surgeon was inserting a blade. A hole was made in the bone head, and the surgeon started injecting cement from a syringe. The surgeon noticed cement shadow flowing toward the tip of the blade and then the cement flowed into the femoral head joint. The injection was stopped because 3 ml of cement had been injected. The surgery was completed successfully with no surgical delay. No further information is available. This report is for one unk - guide/compression/k-wires. This is report 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown guide/k wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown guide/k wire/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. The investigation could not be completed; no conclusion could be drawn, as no product based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2022, revision surgery via open reduction internal fixation was performed due to a fracture that occurred. During the revision surgery, the guide pin cut through the bone head when the surgeon was inserting a blade. A hole was made in the bone head, and the surgeon started injecting cement from a syringe. The surgeon noticed cement shadow flowing toward the tip of the blade and then the cement flowed into the femoral head joint. The injection was stopped because 3 ml of cement had been injected. The surgery was completed successfully with no surgical delay. No further information is available. This report is for one unk - guide/compression/k-wires. This is report 2 of 2 for (B)(4).